Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 40mg/dl at the time of the event. The customer was treated with food intake. The patient was admitted to the hospital and stated that the symptoms expressed, indicated the possible onset of dka. Troubleshooting was performed. The auto mode feature was not active. It was unknown whether the pump was used within 48 hours. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. S.w version 4.11c. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged high bgs, possible over delivery and was hospitalized for low bgs found on 03-dec-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs found on 18-nov-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and bent cannula anomaly found on 16-nov-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs and bent cannula anomaly found on 12-jun-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged possible under delivery and high bgs found on 13-may-2022. Unable to confirm bent cannula anomaly due to pump received without the original infusion set. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 03-dec-2022, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 2 u. 12/03/2022 11:27:28.000 normal bolus delivered. Normal bolus amount programmed = 0.4. Bolus amount delivered = 0.4. 12/03/2022 13:06:56.000 normal bolus delivered normal bolus amount programmed = 1.6. Bolus amount delivered = 1.6. In further full review of the pump history/traces on the event date of 13-may-2022, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 20.7 u. 05/13/2022 02:53:58.000 normal bolus delivered normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. 05/13/2022 05:45:34.000 normal bolus delivered normal bolus amount programmed = 5.6. Bolus amount delivered = 5.6. 05/13/2022 07:08:38.000 normal bolus delivered normal bolus amount programmed = 2.9. Bolus amount delivered = 2.9. 05/13/2022 10:24:04.000 normal bolus delivered normal bolus amount programmed = 1.6. Bolus amount delivered = 1.6. 05/13/2022 13:02:26.000 normal bolus delivered normal bolus amount programmed = 2.4. Bolus amount delivered = 2.4. 05/13/2022 16:44:14.000 normal bolus delivered normal bolus amount programmed = 4.3. Bolus amount delivered = 4.3. 05/13/2022 19:17:42.000 normal bolus delivered normal bolus amount programmed = 3.4. Bolus amount delivered = 3.4. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 03-dec-2022. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement due to slight corrosion on the pcba 2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm bent cannula anomaly due to pump received without the original infusion set. Bent cannula anomaly was unknown. Unable to verify customer alleged for high bgs ad low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery and possible under delivery were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to slight corrosion on the pcba 2. During visual inspection, slight corrosion was also found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 40 mg/dl. Customer stated that their current blood glucose was 160 mg/dl.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.